Event description:
The customer reported the needle on the cufflator does not rest at zero. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Needle not resting at zero. Evaluation: results: evaluation of the returned product found that the needle was below zero when received. The plastic face plate had damage and the pressure readings were below the required specification. The unit was calibrated, the plastic face plate was replaced and the pressure readings were taken again and are within specifications. Note: posey instructions for use indicates that the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).